Event description:
It was reported that during a lap cholecystectomy, a clip ejected when the trigger was grasped to feed a clip into the jaws. The device could not be used at all. Scissoring occurred at the 1st firing. The cystic duct was damaged as the crossover site of the scissoring clip caught it. The damaged site was cut off after clipping with another device and the procedure was completed without any problems. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). The analysis results found that instrument (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality, it ejected the remaining clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was returned with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, 2 scissor clip class I and. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h91a97 mfg date 06/10/2011; exp date 05/10/2016.